Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. It was unable to perform operating currents to verify battery out limit due to blank display. Unit had minor scratched display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer was off her insulin pump for two years and wanted to get back on it, but the insulin pump did not initialize with a new battery. Her blood glucose level was 157 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.